Event description:
Surgeon used the miterk fastin rc anchor with panacryl suture on a biceps tendon repair. He cut the excess suture off once the repair was made. He then used the excess suture to close the incision. Pt developed a postoperative infection at the site. Surgeon performed a procedure to take care of the infection. As intervention was required an MDR is being filed to document the event.